Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the c class errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The erbe was analyzed and the reported failure could not be reproduced. Errors c-00 and m-31 were present in the error log. The unit energized and cauterized and all ports recognized instruments. The unit has no significant scratches or dents. The front bezel is not cracked. The erbe is in good condition.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the customer was getting errors on the erbe. Before calling in, the customer rebooted the erbe but the issue remained. The customer was using the vessel sealer extend (vse) with the e-100, but they hooked up the valley lab force triad and are going to complete the case with that. The customer stated they were getting errors m-31, c-00, and c-30. The technical service engineer (tse) viewed system logs and confirmed erbe errors. The procedure was completing as planned with no reported injury.